Event description:
It was reported that the device was in safety mode. Technical services (ts) was contacted, and ts reviewed safety mode settings and recommended device replacement. The device remains in service. No adverse patient effects were reported.